Event description:
Patient reported right side rupture and had questions about the recall. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, d9, h3, h6.

Event description:
Patient reported right side rupture and had questions about the recall. Healthcare professional additionally reported no event for the right side. Healthcare professional later confirmed rupture for the right side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.1., b.5., d.4., d.6a., d.6b., h.4., h.6., h.11.

Event description:
Patient reported a right side device rupture and had questions about the recall. Healthcare provider reported no event for the right side. Healthcare provider later confirmed rupture for the right side. The device has been explanted and replaced with another manufacturers device.